Event description:
Event description guidant received information that during the procedure to implant this pacemaker, intermittent capture was observed. No lead issues were noted and the patient captured consistently at max outputs.